Manufacturer narrative:
This report has been identified as b. Braun internal report number ()b(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Visual inspection: the sample in the received customer picture was taken to a visual inspection. The picture shows an used easypump ii lt 270-54-s-EU/sa without packaging. Just by means of the customer picture an evaluation of the complaint is not possible by hc-pm complaint processing, regard to the failure *over infusion*. Functional inspection: n.a. Physical inspection: n.a. Summary and assessment: as no sample and no meaningful picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available.

Event description:
As reported by the user facility information by bbm sales organization in colombia: "overinfusion" according to the complainant a patient was being infused with fluorouracil as a 46-hour infusion through an infusion pump. Reportedly on (B)(6) 2023 the patient noticed that the infuser was empty after 24 hours had passed since the infuser was installed. The patient began to present symptoms of marked pain in the chest, back and throat, for which reason he had to go to the emergency room, where he was prescribed analgesia. On discharge, oral morphine, pregabalin and a proton pump inhibitor were prescribed due to a history of chronic gastritis. The infuser filling process in the central mixing station was verified, weights of the infusers used on each of the days of the cycle were compared and no inconsistencies were found. In the pharmacotherapeutic follow-up call to the patient, we inquired about the manipulation of the device at home. The patient reported that he had not manipulated the device and was very strict in his care, as in previous chemotherapy sessions. Additional information from the customer facility reported that there was no harm to the patient and that the emergency referral was associated with the patient's medical condition.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.